Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing intermittent communication with the ipg using the charging system. The pt can establish successful communication only in certain positions. X-rays will be taken and the pt will consult with the physician.